Event description:
A philips remote service engineer (rse) reported that the customer cares solution center and reported that the CT couch pallet and couch subframe were not moving together as they usually do while positioning a patient for a procedure. The rse confirmed there was no harm to the patient, operator, or bystander associated with this issue. The rse worked with the customer to evaluate the CT system and the customer determined that the service latch was loose and resecured the latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 the customer at (B)(6) reported that the CT couch pallet and couch subframe were not moving together as they usually do while positioning a patient for a procedure. The philips rse (remote service engineer) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The philips rse worked with the customer to evaluate the CT system and the customer determined that the service latch was loose and resecured the latch to resolve the issue. The philips remote service engineer stated it was unknown why the service latch was loose. It was communicated that there were no previous incidents reported related to any issues with the service latch. It was also communicated that the style of the service latch was the hinge type with a wing nut. There were no parts replaced as a result of this event. There were no logfiles available for engineering evaluation. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual, which directs to the brilliance CT 6-64 system planned maintenance introduction gantry cover removal / installation procedures (page 12) stating: "brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." The brilliance CT gantry repair and replacement manual, opening the gantry front cover (page 70) states: "ensure the patient support top is as far away from the gantry as it will go. Unscrew the wing nut or nut on the subframe quick release located under the front of the patient support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages. Move the patient support subframe away from the gantry. Note that it may take considerable force to move the subframe out of its normal position. However, after the initial resistance is overcome, the patient support subframe should move freely." Also, lower patient support subframe quick release, closing the gantry front cover (page 73) it states: "re-engage the patient top subframe support quick-release at the front of the patient support by pushing the end of it up until it engages the slot in the top bracket. Tighten the wing nut on the quick release." CT engineering determined the risk associated with this issues to be acceptable. According to an (B)(4) dhf, the following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. A. Brilliance CT IFU (v2.3) section 1.10 (¿training¿). Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. A. Brilliance CT IFU (v2.3) section 4.4 (¿daily checks¿). Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. Br 16/16p iq and dose testing instructions. Br 16/16p iq and dose testing instructions. Execution of auto iq tests, per service instructions, enables detection of table position errors. Br 16/16p iq and dose testing instructions. Br 16/16p iq and dose testing instructions. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. Brilliance CT therapy table top installation instructions p.17. B. Brilliance therapy table top installation instructions p.10. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Field safety notification (fsn 72800614) was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. Root cause was unable to be determined why the service latch on the table was loose. The probable root cause is that the service latch was not tightened after the last service event or the service latch became loose over time.

Manufacturer narrative:
(B)(4).